Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the system wouldn't power up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found system wouldn't power up to apps mode and stuck on philips splash screen. To resolve the issue, fse reloaded software and tested system. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system wouldn't power up the device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.